Manufacturer narrative:
Following return and completion of analysis, this event will be updated.

Event description:
It was reported that the patient with this lead was admitted with complaints of weakness and dizziness but denied any syncope. Her system had been implanted approximately three months prior. During the interrogation, higher than expected right ventricular thresholds were exhibited; in range impedances and no loss of capture noted. Additionally, a chest x-ray confirmed right atrial lead dislodgement. The patient was then subjected to a system repositioning; however, the leads helix rotation functionality was problematic and both leads were explanted and replaced. The procedure with new leads implanted, was deemed successful and the patient reported as stable. Both explanted leads are intended to be returned for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Setscrew marks were observed on the terminal pin and electrocautry damage noted in several places on the leads insulation. Testing was then completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no fracture anomalies however, the cathode coil was stretched near the tip, to the point of clearly inhibiting the transmission of torque from the terminal pin, to the helix for extension and retraction.

Event description:
It was reported that the patient with this lead was admitted with complaints of weakness and dizziness but denied any syncope. Her system had been implanted approximately three months prior. During the interrogation, higher than expected right ventricular thresholds were exhibited; in range impedances and no loss of capture noted. Additionally, a chest x-ray confirmed right atrial lead dislodgement. The patient was then subjected to a system repositioning; however, the leads helix rotation functionality was problematic and both leads were explanted and replaced. The procedure with new leads implanted, was deemed successful and the patient reported as stable. Both explanted leads were returned for analysis.